Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some issues with the reservoir plugging up. Customer stated that it has happened about twice in the last month and it usually happens when it gets down to the bottom of the reservoir. No further assistance needed.